Event description:
The customer called for help with her contour meter. While troubleshooting, she performed a control test and received a result of 515 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The customer used the last test strip while troubleshooting, so no product will be returned for evaluation.